Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The front right caster stem has sheared off inside of the leg of the lift. The caster fell off as a result.